Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Patient reported meter calculated and delivered a bolus of 4 units. Patient stated four hours later, the meter showed 3 units active insulin; questions active insulin amount. No adverse event reported. Requested return of the alleged meter; replacement was sent.